Manufacturer narrative:
Retainer ring = black. Customer returned the insulin pump for an alleged blank display found on (B)(4) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was received with blank display and medtronic logo blinking. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba1, electrical board, power connector, flex cable, motor and force sensor during visual inspection. The original pcb 2 was installed in a test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked case (battery tube).in summary, blank display confirmed due to moisture damage on electronic assembly. Cracked case on battery tube confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.